Event description:
New information received notes that the lead had again dislodged. Lead was replaced with competitor lead. Patient was stable post-procedure.

Event description:
It was reported that patient presented to the hospital with diaphragmatic stimulation. Upon interrogation and routine tests, the rv capture was intermittent at high output with highly varied sensing. Diagnostic imaging revealed that the lead had been dislodged. Physician suspects twiddler syndrome. Lead was revised and patient was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.